Event description:
It was reported that the 9600 system had poor, grainy, dark images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.